Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain and cloudy fluid. On the same day as the event onset, the patient began treatment with vancomycin injection (1g, for 4 days, discontinued) and meropenem (1g, discontinued) for peritonitis. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was recovering from peritonitis and abdominal pain. It was reported that the patient was recovered from cloudy fluid. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that after fifteen days, the patient recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.